Event description:
It was reported that the user experienced recurrent incorrect meal announcements, frequently selecting smaller-than-usual meal sizes, and subsequently underwent a guided factory reset and device setup; the user also reported a hyperglycemic event associated with an infusion site issue involving a bent cannula and insulin leakage, after which they disconnected from the system and used subcutaneous insulin. Symptoms included hyperglycemia with blood glucose reportedly over 400 mg/dl for about three hours, without loss of consciousness or other acute complications. Outcomes included self-management with a manual insulin injection and no hospitalization or medical intervention. Investigation included remote technical support, device reconfiguration through a factory reset, review of meal announcement use, and assessment of infusion site placement and function. Investigation of this case revealed user-related factors in meal size selection contributing to glycemic variability and an infusion site failure due to a bent cannula and leakage, with no evidence of device alarm or hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement behavior and infusion site management.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.